Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient just saw their health care provider (hcp) on (B)(6) 2016 and the hcp told the patient their im plantable neurostimulator (ins) was off. The patient wasn't sure how the stimulation got turned off. The patient synced and their stimulation was off, set at 1.05v. The patient was helped to turn stimulation on successfully and now understood that the stimulation off button turned stimulation off. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.